Manufacturer narrative:
D10: 02-010-01-0250 - logic femoral ps cem left sz 5:(B)(6), 02-012-44-5011 - logic tibia implant psc insert, sz 5, 11mm: (B)(6), 02-012-45-5060 - lgc tibial fit tray cem sz 5f / 6t: (B)(6), 13a2101 - cemex system fast genta 70g: (B)(6), 200-02-35 - three peg patella 35mm: (B)(6), 201-78-15 - holding pin mini sharp point 4 pk: (B)(6), 521-78-31 - threaded pin size 2.6 collarless 2pk: (B)(6), 521-78-31 - threaded pin size 2.6 collarless 2pk: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient reported that the implant is no longer touching bone, swelling and ambulation difficulties. As a result, the patient is scheduled to undergo a revision on a future date. No further patient impact reported. No further information available.